Event description:
It was reported that a user experienced hyperglycemia after a continuous glucose monitor was not paired with the ilet device, leading to inaccurate sensor data and necessitating manual blood glucose entry; a fingerstick measured 532 mg/dl, and troubleshooting and education were completed to address the sensor pairing issue. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included temporary impairment due to high glucose requiring intervention and monitoring. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed an unpaired cgm causing lack of sensor data and reliance on manual entry, with no additional device malfunction identified. It was concluded that the event was related to user/system use conditions associated with cgm pairing status, and a definitive root cause for the hyperglycemia remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.